Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis and is not anticipated for return. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the severely calcified and severely tortuous left anterior descending artery. The 2.50mm x 15mm nc quantum apex monorail balloon dilatation catheter was advanced through the right radial with the intended use to pre-dilate the lesion when the balloon ruptured at nominal pressure on the second inflation. The device was removed from the patient intact. The procedure was completed with another device. There were no patient complications reported and the patient status is good.